Event description:
Patient in lab for pta/stent of a r subclavian vein post angioplasty. Attempt at stent placement unsuccessful. Upon removal of stent and delivery system, stent was displaced from balloon delivery system at removal time. Upon recognition, multiple attempts were made fo retrieval. Stent was then safely deployed in r iliac vein. No apparent injury.